Event description:
On (B)(6) 2009, the pt underwent emergent endovascular repair of a thoracic aortic aneurysm using gore excluder aaa endoprosthesis. It was reported the aneurysm was impending rupture, and the physician stated the aneurysm was possibly infected but it was not identified. On (B)(6) 2009, the pt was transferred to hosp due to wobble and black stool. CT images showed air in the aneurysm sac. It was reported the device was infected secondary to an aorta-esophageal fistula. The same day, during preparation for open surgery, the pt vomited large amounts of blood and went into cardiac arrest. The pt expired due to loos of blood. An autopsy was not performed. The physician reported the infected aneurysm caused the fistula and graft infection.

Manufacturer narrative:
Results - the review of the mfg and the sterilization paperwork verified that this lot met all pre-release specs. Conclusions - the root cause of the blood loss leading to death is unk.